Event description:
A total of seven (7) spurious shocks were delivered with clear cut artifact noted on the ventricular recording lead. The surgeon was able to generate the same artifact by moving the generator within the pocket. Upon exam of the lead, movement of the lead, proximal thickened silicone portion of the terminus of the rate sensing lead, the noise was reproduced. With extension and compression of the lead, noise was produced as well. The lead was then disconnected and tested using alligator clips firmly grasped to the connector, and the proximal silicone portion was again moved, generating electrical noise. The malfunctioning lead was replaced.